Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement, operating currents and a21 error test. Unable to confirm no button response or verify a39 alarm and battery out limit due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm with no power alarm. The insulin pump had stopped working. Customer was unable to clear the alarm. Customer stated this was the second occurrence of off no power without a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.